Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). UDI #: (B)(4). Z.s.g.m. Cutter 2:1 ratio caution: sharp, pn 00770302000; sn (B)(6); z.s.g.m. Cutter 1.5:1 ratio caution: sharp, pn 00770301500, (B)(6). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(6) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. On (B)(6) 2019, it was reported that a mesher was tearing skin. The customer returned a zimmer skin graft mesher serial number (B)(6) as well as 1.5:1 cutter serial number (B)(6) and 2:1 cutter serial number (B)(6) for evaluation. Evaluation of the device on 27 august 2019 noted that the roller and that ratchet were damaged on the device and that calibration was out of specifications. Despite being out of calibration, the device still produced a passing test mesh. Both the returned cutters were tested and found to have produced incomplete meshes. Repair of the mesher occurred the same day and involved replacing the roller and the ratchet. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. While the service technician found that both of the cutters were defective, it cannot be determined from the information provided as to what caused the cutters to break down such that the device would not produce a proper cut. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the device was tearing skin. There was no harm or no delay reported. No adverse events were reported as a result of this malfunction.